Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was tested and the customer was instructed to save the media next time it happens. No additional service information was provided.

Event description:
The customer reported that the system would mix up images. No patient injury was reported.